Manufacturer narrative:
Follow-up #1: date of submission: 01/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: during investigation, the pump was powered on to find the sound functioning properly and within specifications. The pump was opened to find no evidence of moisture internally. The complaint of intermittent sound could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent sound issue. There was no indication that the product caused or contributed to an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.